Event description:
It was reported that the patient experienced a burning at the implantable neurostimulator (ins) pocket site when the ins is on or off. It was noted that the burning did not go away even when the ins was off for an extended time. It was reported that the ins was ¿too superficial¿ and it could be seen ¿bruising against skin¿. It was noted that an impedance test was performed on each electrode and no problem was found. It was further reported that the ins was ¿too superficial¿ in the abdomen. It was noted that the doctor opted to move the battery site to the buttock area. It was reported that a date for surgery was not set.

Event description:
It was further reported that the patient has had persistent redness and soreness in the abdomen, despite moving the device. The area was not infected. The patient was to undergo another revision the day of the report to move the device to the back. The physician was considering replacing only the extension while moving the device. The patient did not want to change out the whole system, as she had good but not excellent coverage. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7433, serial# (B)(4), implanted: 1992-(B)(6), product type programmer, patient product ID 7495-51, serial# (B)(4), implanted: 1992-(B)(6), product type extension product ID 3888-28, implanted: 1992-(B)(6), product type lead, (B)(4).